Event description:
The analyzer dropped a pipette tip from the sample probe into hcg stat reagent causing a sample short without an alarm and false negative results. The field service representative adjusted the probe height to prevent reoccurrence. No treatment was administered or withheld based on the false negative results.